Event description:
Customer emailed explaining that the chose to seek assistance from a medical provider to help remove their menstrual cup. Saalt replied requesting some additional information about the customer's removal techniques, cup mold identifying number, and lot number on the packaging. The customer stated the cup moved higher in the vaginal canal than normal, making it hard to locate the cup. She attempted to reach her finger up alongside the cup, but couldn't break the seal. The customer attempted to find resources through saalt's website, (B)(6) group, and (B)(6) videos. The customer chose to seek a medical professional to remove the cup and they were able to remove the cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."